Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. A surgeon¿s scheduler informed a manufacturing representative that the patient¿s right side ins and extension were wearing through the patient¿s skin. It is unknown what caused the event. The patient was scheduled to have the ins and extension removed (B)(6) 2017. It was not reported when the issue began. No further complications were reported or anticipated.